Event description:
Event verbatim [preferred term] despite intervention, one patient (5%) had mortality due to complications of bleeding and sepsis [sepsis], there were complications with sepsis and multi-organ dysfunction [multi-organ disorder], lower respiratory tract infection [lower respiratory tract infection], despite intervention, one patient (5%) had mortality due to complications of bleeding and sepsis [post procedural complication], gelfoam embolization [off label use], , narrative: this is a literature report from the acta radiologica, 2021, doi: 10.1177/0284185120988812 entitled delayed onset bleed after percutaneous kidney biopsy: is it the same as early bleed?. A 37-year-old male patient started to receive absorbable gelatin (gelfoam), via an unspecified route of administration (gelfoam embolization) from an unspecified date to an unspecified date for renal biopsy bleeding complications, iga nephropathy. Medical history included ongoing iga nephropathy and renal biopsy. The patient's concomitant medications were not reported. One patient in the delayed biopsy group died after readmission. Although the patient's bleeding had stabilized after the intervention, there were complications with sepsis and multi-organ dysfunction as the patient was on oral steroids for the management of iga nephropathy. Despite intervention, one patient (5%) had mortality due to complications of bleeding and sepsis. The patient underwent lab tests and procedures which included activated partial thromboplastin time, biopsy, blood creatinine (mg/dl), blood pressure diastolic, blood pressure systolic, body mass index (kg/m2), haematocrit, hemoglobin and hematocrit were measured 6 h and 24 h after the biopsy, haemoglobin (g/dl), mean arterial pressure (mmhg), platelet count: (x10 3/mm3), prothrombin time, ultrasound scan, urine analysis. The action taken in response to the events for absorbable gelatin was post-therapy. The patient died on an unspecified date. Company clinical evaluation comment: the male patient had medical history of iga nephropathy and received absorbable gelatin (gelfoam), for pre-existing renal biopsy bleeding complications. Although the patient's bleeding had stabilized after the intervention with absorbable gelatin, there were complications with sepsis and multi-organ dysfunction as the patient was on oral steroids for the management of iga nephropathy. The reported fatal infections and multi-organ dysfunction were not causally related to the use of absorbable gelatin, but was likely related to oral steroids for underlying iga nephropathy. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Follow-up (16aug2022): this is a follow-up literature report for the following literature source: delayed onset bleed after percutaneous kidney biopsy: is it the same as early bleed?, acta radiologica, 2022; vol: 63(2), pgs: 261-267, doi: 10.1177/0284185120988812. Updated information included: literature information updated (year, volume, page number)., comment: the male patient had medical history of iga nephropathy and received absorbable gelatin (gelfoam), for pre-existing renal biopsy bleeding complications. Although the patient's bleeding had stabilized after the intervention with absorbable gelatin, there were complications with sepsis and multi-organ dysfunction as the patient was on oral steroids for the management of iga nephropathy. The reported fatal infections and multi-organ dysfunction were not causally related to the use of absorbable gelatin, but was likely related to oral steroids for underlying iga nephropathy. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term]: despite intervention, one patient (5%) had mortality due to complications of bleeding and sepsis [sepsis], there were complications with sepsis and multi-organ dysfunction [multi-organ disorder], lower respiratory tract infection [lower respiratory tract infection], despite intervention, one patient (5%) had mortality due to complications of bleeding and sepsis [post procedural complication], gelfoam embolization [off label use], , narrative: this is a literature report from product quality group for the following literature source(s): "delayed onset bleed after percutaneous kidney biopsy: is it the same as early bleed?", acta radiologica, 2021; doi:10.1177/0284185120988812; "delayed onset bleed after percutaneous kidney biopsy: is it the same as early bleed?", acta radiologica, 2022; vol:63(2), pgs:261-267, doi:10.1177/0284185120988812. A 37-year-old male patient started to receive absorbable gelatin (gelfoam), via an unspecified route of administration (gelfoam embolization) from an unspecified date to an unspecified date for renal biopsy bleeding complications, iga nephropathy. Medical history included ongoing iga nephropathy and renal biopsy. The patient's concomitant medications were not reported. One patient in the delayed biopsy group died after readmission. Although the patient's bleeding had stabilized after the intervention, there were complications with sepsis and multi-organ dysfunction as the patient was on oral steroids for the management of iga nephropathy. Despite intervention, one patient (5%) had mortality due to complications of bleeding and sepsis. The patient underwent the following laboratory tests and procedures: activated partial thromboplastin time: unknown results; biopsy: unknown results; blood creatinine: unknown results; blood pressure diastolic: unknown results; blood pressure systolic: unknown results; body mass index: unknown results, notes: kg/m2; haematocrit: unknown results, notes: hemoglobin and hematocrit were measured 6 h and 24 h after the biopsy; haemoglobin: unknown results; unknown results; mean arterial pressure: unknown results; platelet count: unknown results; prothrombin time: unknown results; ultrasound scan: unknown results; urine analysis: unknown results. The action taken in response to the events for absorbable gelatin was post-therapy. The patient died on an unspecified date. Reported cause of death: "bleeding", "sepsis", "lower respiratory tract infection", "multi-organ dysfunction". It was not reported if an autopsy was performed. Product quality group provided investigational results on 12sep2022 for absorbable gelatin: severity of harm was s5. UDI: 10300100000000. Root cause/CAPA: process related was no. Site sample status was not received. Final confirmation status was not confirmed. Conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation was diminished/altered product function (hemostasis) (inx100314477v7.0), and the worst case severity was s5. Regulatory reportability is assessed by the dchu. No additional information has been provided requiring escalation. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. No immediate containment action is required. A full investigation will be performed. Malfunction is present in this case. This is a complaint for 'performance not as indicated in label' for an unknown batch of gelfoam. Investigation will include a review of trends and aprs for the product. Summary of investigation: review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: the worst case severity determined through a review of the device risk file for the product was s5. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Special or common cause: common cause root cause is always present to some degree in the process. Special cause root cause is something different happening at a certain time or place in the process. Corrective/preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Scope of compl. Investigation: the initial scope of this investigation is limited to a review of complaints with known batch numbers received within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint were considered to be in scope. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. The final scope was not expanded as a result of investigation. Document review summary: deviations: a review of deviations, laboratory investigation reports (lir), and change management records could not be performed for the reported complaint, as the batch is unknown. Manufacturing/packaging records: complete-acceptable. A review of manufacturing and packaging records could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, a review of batch records from the previously investigated complaints determined to be in scope could not be performed, as there were no complaints with a known batch. Gelfoam powder is manufactured from solid sponge bricks. The bulk manufactured solution is forced through a filter with nitrogen to extrude the large, solid sponge bricks. The bricks are dried, trimmed and split. The split bricks are then milled to form powder. The powder is collected in high density polyethylene bags and then sealed into bulk containers. The gelfoam powder is then filled into inner envelopes using a powder filling device. Each envelope is filled with a target of 1.2 grams per envelope and a minimum of 1.0 gram per envelope. Two weight checks of each powder filling device are conducted at 30 minute intervals to assure that the device is dispensing the proper amount of powder. The final product yield is calculated against limits for the product. The inner envelopes are folded over twice and inserted into sleeves. The filled sleeves are placed into trays. The sleeves (peel pouches) are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the envelopes have the proper appearance, seal and print, and all noted defective product is removed from the lot prior to final packaging and no open side seals were observed. The sterilized peel pouches are packaged into each final goods carton. For gelfoam sponge, the bill of materials was compared during formulation to the in-process material usage report to assure that the correct raw materials and amounts were used in the manufacture of the lot. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes, and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Aprr review: a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Qo batch history report: a review of release testing results could not be performed as the reported complaint batch is unknown. Rsrv. Sample eval. Rationale: could not be evaluated as the batch number is unknown. Visual resrv sample eval desc.: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. No lot-specific trend was identified. Lot trend assmt. & rationale: the batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Lot trend actions taken: no batch specific trend was identified; therefore, no batch trend actions were required. No expedite trend was identified. No other trend was identified. Other trend assmt. & rationale: medical device trend analysis: the complaint history for products with the product category defined as absorbable material', 'delivery system' and 'topical' has been reviewed. The following parameters were used: -product category: absorbable material, delivery system, topical -time period: 16aug2019 - 22aug2022 -complaint class: product use attributes -investigating site: pfizer kdp. Use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of product use attributes. There was one month (march 2021) that included a higher than normal number of complaints (seven (7) complaints). A review of the seven previously completed complaint investigations from march 2021 determined that the reported defect was not confirmed, or process related. Additionally, the results from the query were evaluated by the sub-classes of 'performance not as indicated in label' and lack of effect'. There were two months (april and september 2020) that included a higher than normal number of complaints (4 during each month). A review of the complaints received during april 2020 determined they were due to a remediation effort by pfizer us safety. A review of the four previously completed complaint investigations from september 2020 determined that the reported defect was not confirmed or process related. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Investigation result received on 26sep2022. The complaint of 'despite intervention, one patient (5%) had mortality due to complications of bleeding and sepsis; the event involves delayed postpercutaneous kidney biopsy bleeding at day 9 in a patient that was treated and stabilized with gelfoam absorbable gelatin embolization. The patient's bleeding stabilized but complications ensued including 'sepsis and multi-organ dysfunction as the patient was on oral steroids for the management of iga nephropathy' resulting in death attributed to lower respiratory tract infection' for gelfoam sterile powder 1 g x 6 was investigated by the manufacturing site. Investigation: review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis: quality operations could not determine a root cause for the reported defect to be related to the (site redacted) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Impact analysis: the worst case severity determined through a review of the device risk file for the product was s5. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective/preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Company clinical evaluation comment: the male patient had medical history of iga nephropathy and received absorbable gelatin (gelfoam), for pre-existing renal biopsy bleeding complications. Although the patient's bleeding had stabilized after the intervention with absorbable gelatin, there were complications with sepsis and multi-organ dysfunction as the patient was on oral steroids for the management of iga nephropathy. The reported fatal infections and multi-organ dysfunction were not causally related to the use of absorbable gelatin, but was likely related to oral steroids for underlying iga nephropathy. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Follow-up (16aug2022): this is a follow-up literature report for the following literature source: delayed onset bleed after percutaneous kidney biopsy: is it the same as early bleed?, acta radiologica, 2022; vol: 63(2), pgs: 261-267, doi: 10.1177/0284185120988812. Updated information included: literature information updated (year, volume, page number). Follow-up (12sep2022): this is a follow-up report from product quality group providing investigation results, suspect drug data (UDI number). Follow-up (26sep2022): this is a follow-up report from product quality group providing investigation results., comment: the male patient had medical history of iga nephropathy and received absorbable gelatin (gelfoam), for pre-existing renal biopsy bleeding complications. Although the patient's bleeding had stabilized after the intervention with absorbable gelatin, there were complications with sepsis and multi-organ dysfunction as the patient was on oral steroids for the management of iga nephropathy. The reported fatal infections and multi-organ dysfunction were not causally related to the use of absorbable gelatin, but was likely related to oral steroids for underlying iga nephropathy. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Product quality group provided investigational results on 12sep2022 for absorbable gelatin: severity of harm was s5. UDI: (B)(4). Root cause/CAPA: process related was no. Site sample status was not received. Final confirmation status was not confirmed. Conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation was diminished/altered product function (hemostasis) (inx100314477v7.0), and the worst case severity was s5. Regulatory reportability is assessed by the dchu. No additional information has been provided requiring escalation. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. No immediate containment action is required. A full investigation will be performed. Malfunction is present in this case. This is a complaint for 'performance not as indicated in label' for an unknown batch of gelfoam. Investigation will include a review of trends and aprs for the product. Summary of investigation: review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: the worst case severity determined through a review of the device risk file for the product was s5. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Special or common cause: common cause root cause is always present to some degree in the process. Special cause root cause is something different happening at a certain time or place in the process. Corrective/preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Scope of compl. Investigation: the initial scope of this investigation is limited to a review of complaints with known batch numbers received within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint were considered to be in scope. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. The final scope was not expanded as a result of investigation. Investigation result received on 26sep2022. The complaint of 'despite intervention, one patient (5%) had mortality due to complications of bleeding and sepsis; the event involves delayed postpercutaneous kidney biopsy bleeding at day 9 in a patient that was treated and stabilized with gelfoam absorbable gelatin embolization. The patient's bleeding stabilized but complications ensued including 'sepsis and multi-organ dysfunction as the patient was on oral steroids for the management of iga nephropathy' resulting in death attributed to lower respiratory tract infection' for gelfoam sterile powder 1 g x 6 was investigated by the manufacturing site. Investigation: review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis: quality operations could not determine a root cause for the reported defect to be related to the (site redacted) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (site redacted) site. Impact analysis: the worst case severity determined through a review of the device risk file for the product was s5. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo (site redacted) concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective/preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the (site redacted) mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements.

Manufacturer narrative:
Product quality group provided investigational results on 12sep2022 for absorbable gelatin: severity of harm was s5. UDI: (B)(4). Root cause/CAPA: process related was no. Site sample status was not received. Final confirmation status was not confirmed. Conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation was diminished/altered product function (hemostasis) (inx100314477v7.0), and the worst case severity was s5. Regulatory reportability is assessed by the dchu. No additional information has been provided requiring escalation. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. No immediate containment action is required. A full investigation will be performed. Malfunction is present in this case. This is a complaint for 'performance not as indicated in label' for an unknown batch of gelfoam. Investigation will include a review of trends and aprs for the product. Summary of investigation: review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: the worst case severity determined through a review of the device risk file for the product was s5. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Special or common cause: common cause root cause is always present to some degree in the process. Special cause root cause is something different happening at a certain time or place in the process. Corrective/preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Scope of compl. Investigation: the initial scope of this investigation is limited to a review of complaints with known batch numbers received within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint were considered to be in scope. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. The final scope was not expanded as a result of investigation.

Event description:
Event verbatim [preferred term]. Despite intervention, one patient (5%) had mortality due to complications of bleeding and sepsis [sepsis], there were complications with sepsis and multi-organ dysfunction [multi-organ disorder], lower respiratory tract infection [lower respiratory tract infection], despite intervention, one patient (5%) had mortality due to complications of bleeding and sepsis [post procedural complication], gelfoam embolization [off label use], , narrative: this is a literature report from the acta radiologica, 2021, doi: 10.1177/0284185120988812 entitled delayed onset bleed after percutaneous kidney biopsy: is it the same as early bleed? A 37-year-old male patient started to receive absorbable gelatin (gelfoam), via an unspecified route of administration (gelfoam embolization) from an unspecified date to an unspecified date for renal biopsy bleeding complications, iga nephropathy. Medical history included ongoing iga nephropathy and renal biopsy. The patient's concomitant medications were not reported. One patient in the delayed biopsy group died after readmission. Although the patient's bleeding had stabilized after the intervention, there were complications with sepsis and multi-organ dysfunction as the patient was on oral steroids for the management of iga nephropathy. Despite intervention, one patient (5%) had mortality due to complications of bleeding and sepsis. The patient underwent lab tests and procedures which included activated partial thromboplastin time, biopsy, blood creatinine (mg/dl), blood pressure diastolic, blood pressure systolic, body mass index (kg/m2), haematocrit, hemoglobin and hematocrit were measured 6 h and 24 h after the biopsy, haemoglobin (g/dl), mean arterial pressure (mmhg), platelet count: (x10 3/mm3), prothrombin time, ultrasound scan, urine analysis. The action taken in response to the events for absorbable gelatin was post-therapy. The patient died on an unspecified date. Product quality group provided investigational results on 12sep2022 for absorbable gelatin: severity of harm was s5. UDI: (B)(4). Root cause/CAPA: process related was no. Site sample status was not received. Final confirmation status was not confirmed. Conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Qa review & rationale: the hazard analysis within the risk management file has been reviewed using the compliant narrative and associated documentation for hazards/hazardous situations, and their associated severities. The review determined that the hazard/hazardous situation was diminished/altered product function (hemostasis) (inx100314477v7.0), and the worst case severity was s5. Regulatory reportability is assessed by the dchu. No additional information has been provided requiring escalation. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. The complaint, its priority, and its classification have been reviewed and determined to be appropriate. No immediate containment action is required. A full investigation will be performed. Malfunction is present in this case. This is a complaint for 'performance not as indicated in label' for an unknown batch of gelfoam. Investigation will include a review of trends and aprs for the product. Summary of investigation: review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications prior to release for distribution were reviewed as a part of this investigation. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause analysis/identif: pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: the worst case severity determined through a review of the device risk file for the product was s5. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Special or common cause: common cause root cause is always present to some degree in the process. Special cause root cause is something different happening at a certain time or place in the process. Corrective/preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Scope of compl. Investigation: the initial scope of this investigation is limited to a review of complaints with known batch numbers received within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint were considered to be in scope. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. The final scope was not expanded as a result of investigation. Document review summary: deviations: a review of deviations, laboratory investigation reports (lir), and change management records could not be performed for the reported complaint, as the batch is unknown. Manufacturing/packaging records: complete-acceptable. A review of manufacturing and packaging records could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, a review of batch records from the previously investigated complaints determined to be in scope could not be performed, as there were no complaints with a known batch. Gelfoam powder is manufactured from solid sponge bricks. The bulk manufactured solution is forced through a filter with nitrogen to extrude the large, solid sponge bricks. The bricks are dried, trimmed and split. The split bricks are then milled to form powder. The powder is collected in high density polyethylene bags and then sealed into bulk containers. The gelfoam powder is then filled into inner envelopes using a powder filling device. Each envelope is filled with a target of 1.2 grams per envelope and a minimum of 1.0 gram per envelope. Two weight checks of each powder filling device are conducted at 30 minute intervals to assure that the device is dispensing the proper amount of powder. The final product yield is calculated against limits for the product. The inner envelopes are folded over twice and inserted into sleeves. The filled sleeves are placed into trays. The sleeves (peel pouches) are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the envelopes have the proper appearance, seal and print, and all noted defective product is removed from the lot prior to final packaging and no open side seals were observed. The sterilized peel pouches are packaged into each final goods carton. For gelfoam sponge, the bill of materials was compared during formulation to the in-process material usage report to assure that the correct raw materials and amounts were used in the manufacture of the lot. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes, and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Aprr review: a review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Qo batch history report: a review of release testing results could not be performed as the reported complaint batch is unknown. Rsrv. Sample eval. Rationale: could not be evaluated as the batch number is unknown. Visual resrv sample eval desc.: an examination of retained reference samples could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, there were no previously investigated complaints within scope with a known batch number for which an evaluation of previous retained reference sample examinations could be reviewed. No lot-specific trend was identified. Lot trend assmt. & rationale: the batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Lot trend actions taken: no batch specific trend was identified; therefore, no batch trend actions were required. No expedite trend was identified. No other trend was identified. Other trend assmt. & rationale: medical device trend analysis: the complaint history for products with the product category defined as absorbable material', 'delivery system' and 'topical' has been reviewed. The following parameters were used: -product category: absorbable material, delivery system, topical -time period: 16aug2019 - 22aug2022 -complaint class: product use attributes -investigating site: pfizer kdp. Use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of product use attributes. There was one month (march 2021) that included a higher than normal number of complaints (seven (7) complaints). A review of the seven previously completed complaint investigations from march 2021 determined that the reported defect was not confirmed, or process related. Additionally, the results from the query were evaluated by the sub-classes of 'performance not as indicated in label' and lack of effect'. There were two months (april and september 2020) that included a higher than normal number of complaints (4 during each month). A review of the complaints received during april 2020 determined they were due to a remediation effort by pfizer us safety. A review of the four previously completed complaint investigations from september 2020 determined that the reported defect was not confirmed or process related. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Company clinical evaluation comment: the male patient had medical history of iga nephropathy and received absorbable gelatin (gelfoam), for pre-existing renal biopsy bleeding complications. Although the patient's bleeding had stabilized after the intervention with absorbable gelatin, there were complications with sepsis and multi-organ dysfunction as the patient was on oral steroids for the management of iga nephropathy. The reported fatal infections and multi-organ dysfunction were not causally related to the use of absorbable gelatin, but was likely related to oral steroids for underlying iga nephropathy. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Follow-up (16aug2022): this is a follow-up literature report for the following literature source: delayed onset bleed after percutaneous kidney biopsy: is it the same as early bleed?, acta radiologica, 2022; vol: 63(2), pgs: 261-267, doi: 10.1177/0284185120988812. Updated information included: literature information updated (year, volume, page number). Follow-up (12sep2022): this is a follow-up report from product quality group providing investigation results, suspect drug data (UDI number)., comment: the male patient had medical history of iga nephropathy and received absorbable gelatin (gelfoam), for pre-existing renal biopsy bleeding complications. Although the patient's bleeding had stabilized after the intervention with absorbable gelatin, there were complications with sepsis and multi-organ dysfunction as the patient was on oral steroids for the management of iga nephropathy. The reported fatal infections and multi-organ dysfunction were not causally related to the use of absorbable gelatin, but was likely related to oral steroids for underlying iga nephropathy. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term], despite intervention, one patient (5%) had mortality due to complications of bleeding and sepsis [sepsis], there were complications with sepsis and multi-organ dysfunction [multi-organ disorder], lower respiratory tract infection [lower respiratory tract infection], despite intervention, one patient (5%) had mortality due to complications of bleeding and sepsis [post procedural complication], gelfoam embolization [off label use], narrative: this is a literature report from the acta radiologica, 2021, doi: 10.1177/0284185120988812 entitled delayed onset bleed after percutaneous kidney biopsy: is it the same as early bleed? A (B)(6)-year-old male patient started to receive absorbable gelatin (gelfoam), via an unspecified route of administration (gelfoam embolization) from an unspecified date to an unspecified date for renal biopsy bleeding complications, iga nephropathy. Medical history included ongoing iga nephropathy and renal biopsy. The patient's concomitant medications were not reported. One patient in the delayed biopsy group died after readmission. Although the patient's bleeding had stabilized after the intervention, there were complications with sepsis and multi-organ dysfunction as the patient was on oral steroids for the management of iga nephropathy. Despite intervention, one patient (5%) had mortality due to complications of bleeding and sepsis. The patient underwent lab tests and procedures which included activated partial thromboplastin time, biopsy, blood creatinine (mg/dl), blood pressure diastolic, blood pressure systolic, body mass index (kg/m2), haematocrit, hemoglobin and hematocrit were measured 6 h and 24 h after the biopsy, haemoglobin (g/dl), mean arterial pressure (mmhg), platelet count: (x10 3/mm3), prothrombin time, ultrasound scan, urine analysis. The action taken in response to the events for absorbable gelatin was post-therapy. The patient died on an unspecified date. Company clinical evaluation comment: the male patient had medical history of iga nephropathy and received absorbable gelatin (gelfoam), for pre-existing renal biopsy bleeding complications. Although the patient's bleeding had stabilized after the intervention with absorbable gelatin, there were complications with sepsis and multi-organ dysfunction as the patient was on oral steroids for the management of iga nephropathy. The reported fatal infections and multi-organ dysfunction were not causally related to the use of absorbable gelatin, but was likely related to oral steroids for underlying iga nephropathy. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: the male patient had medical history of iga nephropathy and received absorbable gelatin (gelfoam), for pre-existing renal biopsy bleeding complications. Although the patient's bleeding had stabilized after the intervention with absorbable gelatin, there were complications with sepsis and multi-organ dysfunction as the patient was on oral steroids for the management of iga nephropathy. The reported fatal infections and multi-organ dysfunction were not causally related to the use of absorbable gelatin, but was likely related to oral steroids for underlying iga nephropathy. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.